Manufacturer narrative:
The unit has not been returned to allow an analysis to be performed; therefore, the reported event could not be confirmed. Masimo will continue to follow-up for additional information and the return of the device for evaluation. If any new information is obtained, a supplemental MDR will be submitted.

Event description:
It was reported the pulse oximeter on this patient had not been working properly for the past 48 hours. On (B)(6) 2015, the patient was observed over a 3.5 hour period and was noted to have saturations ranging from 85-87% from 7 am to 10:30 am, until slowly rising over the next two (2) hours to 92%. No report of any patient consequences or impact as a result of the issue.